Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base and ears of the clevis. The broken piece was not returned, measuring roughly 0.090¿ x 0.135¿ in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci assisted hiatal hernia surgical procedure, the permanent cautery hook instrument had a black plastic piece near the hook broke off. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. There was no evidence of permanent cautery hook instrument jaw/hinge dislodgement. There were no fragments fell into the patient and there was no procedure delay. The procedure was completed with a backup permanent cautery hook instrument with no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.